Event description:
The customer reported to olympus, the sonicbeat worked as intended at the beginning of a laparoscopic hepato-biliary-pancreatic surgery; however during the procedure, u508 (seal and cut short-circuit ) error occurred. The therapeutic procedure was completed with a similar device. The device was inspected before usage and there was no abnormality. The subject device was returned to olympus. Inspection and testing of the returned device found that the tissue pad was worn and peeled partially. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. When the probe check was performed by combining the subject device with the repair center¿s usg-400 generator and td-sb400 transducer, there was no abnormality. The occurrence of seal & cut short-circuit error (u508) was not confirmed. Since the tissue pad wears out when the seal & cut output is used, the seal output was checked. Seal short-circuit error (error code: u511) did not occur when the gripper was closed and seal mode output was performed. It was noted that, there was a mark on the grasping section that had come into contact with the tip of the probe. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. However, it¿s likely the tissue pad peeling off was due to the following mechanism: 1.the tissue pad was severely worn because ultrasonic waves were output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). 2. The tip of the probe came into contact with the grip because the tissue pad was worn out. 3.by continuing to output in the state of 3.2, a load was added to the probe and an error occurred. In addition, contact traces were generated. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.